Event description:
Radiation dept performed snare removal of retained catheter of right subclavian vein subcutaneous port fragment from hepatic vein. Discovered on a cat scan of abdomen and pelvis that a catheter was lodged into the interior vena cava and down into the hepatic vein.